Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 475cc and experienced bilateral capsular contracture, baker grade 4 and a deflation on the right side post-operatively, which were confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 600cc, catalog# 3506001bc on (B)(6) 2020. This report is for the left side device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).